Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After a non bsc guide wire was advanced to cross the lesion, a 2.5 x 15 non bsc balloon catheter was used for dilatation and a 3.5 x 26 non bsc stent was advanced but failed to cross. A 3.00 mm x 15 mm nc emerge® balloon catheter was then advanced for further dilatation. However, upon inflation, the balloon burst. The device was removed and the procedure was completed with a 3.0 x 15 non bsc balloon catheter and implantation of a 3.5 x 26 non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2 cm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After a non bsc guide wire was advanced to cross the lesion, a 2.5 x 15 non bsc balloon catheter was used for dilatation and a 3.5 x 26 non bsc stent was advanced but failed to cross. A 3.00 mm x 15 mm nc emerge® balloon catheter was then advanced for further dilatation. However, upon inflation, the balloon burst. The device was removed and the procedure was completed with a 3.0 x 15 non bsc balloon catheter and implantation of a 3.5 x 26 non bsc stent. No patient complications were reported and the patient's status was stable.